Event description:
The customer reported to olympus that the nozzle was clogged, and they experienced inadequate air and water supply. In addition, the customer stated there is a problem with the angle wire. There were no reports of patient harm associated with this event. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found in the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material).

Manufacturer narrative:
UDI not available; device not distributed in us. During inspection and testing, foreign material was found in the nozzle of the device due to insufficient cleaning. The reported issues (clogged nozzle, poor air/water supply, and angulation problem) were confirmed during testing. The air and water nozzles were clogged and the draining function was reduced. The bending angle was insufficient and there was play in the angle knob due to the elongation of the angle wire. In addition, there were scratches on multiple parts of the device due to external factors, there was discoloration of the operation part and scope connector due to chemical stress during reprocessing, and the suction cylinder was scraped due to external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following were found: event 1: nozzle clogging. The root cause of the event was unable to be identified. The main components of the brown foreign matter are considered to be a mixture of carboxylate (calcium salt, potassium salt, etc.), sulfate salt (sodium salt, calcium salt, potassium salt, etc.), and metal rust. Carboxylate and sulfate may be used in medicines and cleaning agents, and if they are used in the surroundings, they can be sources of foreign matter. Also, metal rust is iron or aluminum rust, which may have been rusted by chemicals. It was confirmed that the nozzle was not deformed and there were no obvious deviations in reprocessing. Event 2: angle down. The root cause of the event was unable to be identified. It is likely that the angle wire became relatively long due to the extension of the angle wire or the shrinkage of the angle coil pipe. The elongation of the angle wire and the contraction of the angle coil pipe can be caused by the angling operation with the treatment instrument inserted, the accumulation of stress such as handling the tip, and the application of excessive stress to the curved part while the angling is applied. It is possible that it was stored with the angle fixing knob hung. Olympus will continue to monitor field performance for this device.